Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
This report includes updated device batch/lot number information.

Event description:
During an atypical left atrial flutter with a tactiflex se, a cardiac perforation occurred requiring pericardiocentesis. During the procedure, the physician changed, the impedance level increased to 190 from 50. Blood pressure was noted to be low. Blood was drained from the patient for a total of 200 ml. Patient is stable.

Manufacturer narrative:
The product's model/lot number was unable to be obtained and therefore full UDI information (d4) and 510k (g3) cannot be not provided.